Event description:
The patient reported experiencing blood glucose values of up to 360 mg/dl with small to moderate ketones. The patient reported using a competitor's pump previously. The patient was reportedly not trained on the infusion set or animas insulin pump. The patient confirmed that the pump history and the pump settings were correct. The patient reported having many small air bubbles in the cartridge; troubleshooting indicated that the patient was using refrigerated insulin in the pump cartridge. Customer support advised the patient that the pump appeared to be working as it should. The patient was advised to use room temperature insulin in the cartridge, to contact the territory manager for pump training, and to follow up with health care provider regarding pump settings. The pump was not returned to animas and there have been no further reported blood glucose excursions. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported issue due to continued use. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.